Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device had moved out of place and was poking up out of their skin. They reported that it hurt so bad that they couldn¿t even touch their back. The patient indicated that they had been doing some exercises and felt a pop in their back and they thought that this may have caused the issue. The patient stated that they could barely move. The issue began about 4 weeks/1 month ago in 2019. It was indicated that as a result the patient would be having the entire system removed tomorrow. The patient had also mentioned that when they would turn stimulation on they would feel a shocking sensation that would surge up strong. The shocking began about a year ago (month and year were asked but were unknown). It was indicated that the patient was having their system removed and not replaced as they no longer needed the therapy as thy had lost weight and were exercising. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the shocking sensation was not determined. It was clarified that the patient¿s device was only bulging the skin surface and was not exposed out of or through the skin. The cause of the patient¿s device moving and poking out/bulging was not determined. The patient¿s weight at the time of the event was requested but was not addressed. The patient¿s system was explanted on (B)(6) 2019 and the customer discarded the explanted device. No further complications were reported/anticipated.